Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "catheter inserted 10 days ago. Leakage at the external part of the PICC line (towards the puncture site) as if there were a hole in the tubing. The PICC line had to be removed." No other information was provided.